Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one partially retracted unit without its packaging and one unopened representative sample as well as five photos. Through the visual examination, the opened unit revealed a bend in the needle originating at the notch. No damage or defects were observed on the representative unit. Further microscopic examination of the opened unit revealed a small scratch and gash on the inside of the needle cover. Damage to the needle cover may occur during handling of the device when removing or placing the cover back over the unit but can also occur during needle cover placement in the manufacturing process. Based on the location of the scratches, it is more likely that the damage occurred during handling as misalignment during the manufacturing process most commonly results in a hooked needle (greater than 45° bent) or lodged adapter. A tip quality assessment was performed and the needle tip was found to be acceptable. Damage to the inside of the needle cover can occur without damaging the needle tip during clinical use or the catheter lubrication manufacturing step. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter needle was partially retracted. This was discovered before use. The following information was provided by the initial reporter: this is a report about a bent needle. The hcp found a bent needle before use and then accidentally touched the button. The needle was half-retracted because it was bent.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte autoguard bc shielded IV catheter needle was partially retracted. This was discovered before use. The following information was provided by the initial reporter: this is a report about a bent needle. The hcp found a bent needle before use and then accidentally touched the button. The needle was half-retracted because it was bent.